Event description:
See h11.

Manufacturer narrative:
H3 <(>&<)> h6) an additional evaluation of the system was performed by a manufacturer representative who went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. No hardware parts were replaced. After the system checkout was performed, the system was returned to service and confirmed to be performing as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that prior to a procedure, the system displayed "localizer not connected." The surgeon switched to another navigation system and proceeded with the case. Troubleshooting revealed that the camera was not green, there was no amber light, and there were no beeps when going into an optical case. Moving the camera around made no change. The power over ethernet (poe) box had no lights on it. The power cord on the poe box was reseated with no change. The poe cord on the uninterruptible power supply (ups) side (v4) was reseated with no change. V4 was switched with v5 with no change. The ups was giving power to everything else with no issue. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, product ID: 9735767. H3 & h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, and visual inspection. The hardware failed due to an optical communication issue, and the localizer was not found. No hardware parts were replaced. After the system checkout was performed, the general failure was not resolved, and the system did not perform as intended. Codes b01, c13, d02 apply. A05 applies to camera was not green, there was no amber light, and there were no beeps. A1102 applies to localizer not connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the cable 9735767, serial/lot #: (B)(6) was returned for evaluation. No failures were found. Previously reported codes b01, c19, and d14 are applicable. For the cable, g02004 is applicable. The power over ethernet (poe) injector 9735798, serial/lot # (B)(6) was returned for evaluation. No failures were found. Previously reported codes b01, c19, and d14 are applicable. For the poe injector, g02021 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.